Event description:
A malfunction was reported on the pump by the customer. Blood glucose level exceeded 500 mg/dl, with the specific value unknown but displayed as "high." To address the high blood glucose, the customer changed the infusion set twice and used finger pricking to check glucose levels. Technical support provided information to reset the pump, which resolved the malfunction, allowing the customer to continue using the pump. There was no need for third-party assistance.